Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker has blended sensor features programmed on with the device. At times, the rate appears to drop out. The patient is active goes biking. The patient does not use a heart rate monitor, but feels that he gets tired when he reaches the bottom of a hill and then proceeds to go back up. Boston scientific technical services (ts) discussed methods for breathing when exercising. No adverse patient effects were reported.